Event description:
It was reported to fresenius customer service (cs) that a peritoneal dialysis (pd) patient was hospitalized due to an unspecified infection, reportedly related to dialysis. No additional details were documented within the call notes to cs. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: a temporal relationship exists between pd therapy utilizing the liberty select cycler/liberty cycler set and the serious adverse events of an unspecified infection ¿because of dialysis,¿ which required hospitalization. The etiology of the patient¿s infection is unknown; therefore, causality cannot be established. It should be noted that limited additional clinical information precluded a more comprehensive investigation. Chronic kidney disease is associated with an altered immune response, which leads to a high incidence of morbidity and predisposes patients to an increased risk of infections. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events.